Manufacturer narrative:
Medical device expiration date: n/a. Investigation summary: customer returned (1) 32g, 4mm bd pen needle without the tear drop label attached (used). Consumer reports two defective nano needles in the same lot, on consecutive days. The returned pen needle was examined and exhibited a bent non-patient end cannula, and a good patient end cannula. Closer observation using a microscope revealed no manufacturing defects. The probable cause of the bent non-patient end cannula is human error. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: bd was able to duplicate or confirm the customer¿s indicated failure (bent cannula non-patient end). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the possible root cause for this issue (bent npe cannula) is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during use of the bd ultra-fine¿ nano¿ pen needles had two defective nano needles in the same lot, on consecutive days. The following information was provided by the initial reporter material no.: 320122, batch no.: 7319667. From phone call on (B)(6) 2019 16:12:19: consumer called back stated that occurrence dates are (B)(6) 2019, involved two pen needles, product # 320122. Please cross-reference (B)(4). (B)(4) addresses incident that occurred on (B)(6) 2019. I have had two defective nano needles in the same lot, on consecutive days. The pen is fine and functions normally when the needle is replaced. This has never happened before: lot: 731966.